Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d1, d2a, d2b, d4, g4, h4, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported "no event on this side". This record is for the left side. The device was explanted.